Manufacturer narrative:
Balloon: model- 72400024, lot sn- (B)(4), mfg date- 02/25/2016, exp date- 02/10/2021, gtin- (B)(4). Pump: model- 72400098, lot sn- (B)(4), mfg date- unknown, exp date- 05/19/2021, gtin- (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to extrusion the patient had his artificial urinary sphincter (aus) removed. The patient was previously implanted in august 2017 and later explanted in (B)(6) 2018. It was added that this patient was stable following this surgery.